Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had tortuous iliac anatomy. During the procedure the valve frame appeared to be potentially damaged under fluoroscopy. The valve and delivery system were removed from the patient and replaced with a new 23mm navitor vision valve and small flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had tortuous iliac anatomy. A pre-balloon aortic valvuloplasty (bav) was performed. During the procedure the device was constrained and could not be completely opened. The valve was re-sheathed twice before both the valve and delivery system were removed from the patient. A second pre-bav was performed. A new 27mm navitor vision valve and large flexnav delivery system were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of valve under-expansion (the device was constrained and could not be completely opened) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported valve under-expansion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2976 material deformation.